Manufacturer narrative:
Previous supplemental was inadvertently marked as follow up number 2 and it should have been follow up number 1. Additionally, the date of submission was noted as 07/26/2016; it should have been 07/27/2016.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: during investigation, the keypad was found to be intact. The pump had no power, no audible or vibratory function and the display was blank. There was moisture observed behind the display lens. The attempt to download the pump history and black box was unsuccessful. Further testing for keypad button response was unable to be performed due to no power to the pump. The keypad cover was removed and there was no evidence of contamination found on the button contacts. During investigation, the audio bolus button cover was observed to be missing from the pump. A leak test was performed and a leak was found due to the missing audio bolus button cover. The pump was opened and there was evidence of moisture inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.